Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's contact reported there was a fluid leak encountered in association with pd treatment. Air detected in cassette warning occurred in drain 1 of 4. Treatment was cancelled and fluid was found inside the cycler in the pump module area. Fluid leaked from an unknown area. In a follow up, the caregiver confirmed the reported events and the date. The caregiver stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported there was a fluid leak encountered in association with pd treatment. Air detected in cassette warning occurred in drain 1 of 4. Treatment was cancelled and fluid was found inside the cycler in the pump module area. Fluid leaked from an unknown area. In a follow up, the caregiver confirmed the reported events and the date. The caregiver stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.